Event description:
It was reported to boston scientific corporation that removal of a contour ureteral stent was complicated, due to "adhesions of the catheter". Reportedly, the stent had been indwelling for one month, prior to this removal procedure. The procedure was successfully completed, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "stable". Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A visual assessment was performed on the returned contour stent. The device was received severely damaged. The body is stretched, kinked and ripped/torn. Additionally the device presents residues of calcification along the entire body. A DHR (device history record) review was performed and no deviation was found. Therefore, ¿operational context¿ is the most probable root cause for this incident.

Event description:
It was reported to boston scientific corporation that a contour stent which was implanted on (B)(6) 2012 was removed on (B)(6) 2012. According to the complainant, during the procedure, the surgeon experienced difficulty removing the stent as it was very attached due to adhesions of the catheter. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event remains reportable based on the investigation results; difficulty removing stent related to calcification found along the entire body of the stent.